Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a refractive lens exchange (rle) surgery; while replacing the natural lens with an acrylic lens in the right eye, bubbles were observed during cortex removal using an ophthalmic irrigation¿aspiration handpiece. The surgery was completed the same day using an alternative handpiece, and there was no harm to the patient. This report pertains to six of seven reports from the same facility.